Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The trunk cable had been cut. The cause for the failure was isolated to the blue (can l) wire and green (+3.3v) wire in the trunk cable. The wires shorted together after having been cut. The root cause for the cut cable was physical abuse. No adverse event resulted from the defective belt.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable).